Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 1 of 2. Consumer reported upon removal of a tampon the pledget fell apart. She manually removed pledget pieces from her vaginal cavity. Pieces continued to expel from her vaginal cavity through on (B)(6) 2022. She started to experience a headache on (B)(6) 2022. She had not had any medical attention or adverse health effects. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.